Event description:
According to the customer on 06/23/2024 they were walking with their walker and "reached over to grab something" when their "left knee buckled" causing the customer to "grab onto the walker and slice their right ring finger".

Manufacturer narrative:
According to the customer on 06/23/2024 they were walking with their walker and "reached over to grab something" when their "left knee buckled" causing the customer to "grab onto the walker and slice their right ring finger". Per the customer "the flat metal pieces have sharp edges causing the laceration". Per the customer they used "herbal medicine to reduce bleeding" and went to the hospital "2 days later and received 11 stiches". Per the customer the device did not malfunction, but they believe "the metal piece is too sharp". The device was requested for evaluation. No additional information is available related to the reported incident. It has been determined that the reported event caused or contributed to serious injury requiring medical intervention, therefore, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.